Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support. Unable to verify a33 alarms due to motor error alarms also, unable to perform occlusion test, prime test and excessive no delivery test due to motor error alarm. All operating currents are within specification and passed displacement test, self-test, off no power test and a21 error test. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked display window and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor during manual prime. The customer's blood glucose reading was 151 mg/dl at the time of incident. Troubleshooting found that the drive support cap was sticking out of the device and not recessed into the unit. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.